Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. Air alarms at the start of treatment are typically due to inadequate air removal during prime or air introduced at the time of patient connection. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.